Event description:
It was reported that noise believed to be due to external electromagnetic interference (emi) on the atrial and ventricular channels, auto mode switching (ams) leading to a short pause before pacing was observed on the pacemaker. Recommendations to avoid external emi sources and consider a fixed ventricular sensitivity was made. The pacemaker was being monitored. There were no reported patient consequences.